Event description:
It was reported that pump did not detect cartridge and generated repeated cartridge change errors even when different cartridges were inserted. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device for evaluation, and replacement pump was provided; no additional information was received regarding the outcome of the event.